Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited noise over-sensing. No intervention was performed. The patient was in stable condition. The pacemaker will be further monitored.